Event description:
It was reported the patient expired due to a dissection near the superior vena cava and atrial junction. The patient was scheduled for a right ventricular lead extraction due to chronic high thresholds. The lead was explanted using a spectranetics laser and it is believed the laser had something to do with the superior vena cava coil being adhered in such a way that the tear occurred. The physician also suspected that the patient keloid production at the site of the superior vena cava coil may have been a factor. The atrial lead was also explanted to address atrial lead noise which was not related to the patient death. No further information is available.